Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was cracked. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer performed a cartridge change to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after the customer filled the cartridge with 150 units of insulin during the load sequence. Customer reloaded the same cartridge to address the issue and resumed insulin therapy.